Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with what felt like "abdominal stimulation", and the right ventricular (rv) lead was showing falling impedance, decreased sensing, loss of capture and high threshold readings. Diaphragmatic/nerve stimulation was later confirmed, and that the rv lead was dislodged and perforated. This lead was capped and removed. No further patient complications have been reported as a result of this event.